Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an incomplete bolus alert occurred. Reportedly, the customer had not intended to deliver a bolus and did not navigate to the bolus request screen. There was no impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.